Event description:
During harvesting of skin grafts, the dermatome reportedly did not provide an adequate amount of usable graft, requiring harvesting of additional grafts. Reportedly, the dermatome shredded grafts. A different dermatome was then used for harvesting the additional grafts.======================manufacturer response for dermatome, zimmer air dermatome (per site reporter)======================no time to respond as yet. Device just sent to them on 4/21/11.